Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the monitor was flickering and behaving as if someone were repeatedly touching the screen, despite no physical interaction. This was happening during navigation. It was noted that a very wet wipe was used on the monitor and that all monitors on the system were cracked. After cleaning the monitors with alcohol wipes and allowing them to dry thoroughly, the issue was not able to be replicated. The damaged monitors was the suspected probable cause of the issue. No patient health was impacted from this incident. There was no surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, h3, h6: a medtronic representative went to the site to test the equipment. It was reported that the monitors were cracked and the to uchscreen was not working. No parts were replaced at that time. Applicable codes are b01, c07, and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.